Event description:
Pt to operating room for surgical procedure. After surgery, during clean-up, it was noted that there was a hole in the warmer drape. Possible contamination issue. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018.